Manufacturer narrative:
The results of the eval performed suggest that this result was attributed to the use of improper cleaning solutions. The agent is to instruct the users not to use a harsh cleaning solution.

Event description:
The handle on the impactor was observed to be cracked. There was no adverse consequence for the pt.